Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to lock / unlock (catheter anchor or tuohy): the cause of the difficulty was not determined without returned product investigation and sufficient clinical details. Difficult to place or position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) and g1 ( manufacturer contact fax number) has been omitted from the initial medwatch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. During repositioning, the physician reported difficulty with the impella 5.5 button.

Event description:
This impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic.

Manufacturer narrative:
B5: added related device information. B10: added related device report number.

Manufacturer narrative:
H6: added code per information in the complaint file.

Manufacturer narrative:
Corrected data d4 serial number updated/corrected.